Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and and the fse found error code 37 0x2ef0 followed by error code 76. Performed all manifold test, compressor cycling and output, drive regulator calibration, auto fill test result passed, operated on clinical mode, tested pass, no vacuum leak. Issue most likely due to application, iab balloon didn't plug in fully. User to monitor on issue. Unit tested pass iaw factory spec and unit handed to user.

Event description:
N/a.

Event description:
It was reported that before use by customer, the cardiosave intra-aortic balloon pump (iabp) unit auto fill failed. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.